Manufacturer narrative:
Other, one level 1 trauma fast flow system was received in good condition with no physical damage. An f-30 gas vent/filter was installed onto a h-31b air detector, the device was powered on and the air detector alarm came on. The reported issue was able to be confirmed. The h-31b air detector control board was faulty and will be replaced to resolve the issue.

Event description:
It was reported that a smiths medical fluid warmer was not registering the line, saying smaller line is not connected. No adverse patient effects were reported.